Event description:
Reportedly, while using the venous needle and mini step dilator and cannula system, an injury to the left common iliac vein and small bowel resulted during the laparoscopic procedure. The pt experienced cardiopulmonary arrest and was successfully resuscitated. In addition, the pt required rehabilitative therapy post hospitalization. However, the event was not directly attributed to any problems with the device and after a thorough review, the clinical team felt that the design of this device could be improved for the use in small infants. Pt status: discharged.